Event description:
Motion detector did not function properly. Pt's left arm was caught by part of the collimator and the yoke. The customer says that she heard the beep and the collision light came on but the gantry kept moving. She was sending the gantry home after the ect study. The gantry was positioned on the left side of the pt. The operator pressed the preprogram home button to send it home. Once the gantry started to rotate to the 0-degree position, it caught the pt's left arm at the elbow, placing pressure on the pt's arm. The customer tried to press the stop on the hand controller as well as the stop on the gantry head. She was able to finally get the gantry to stop just before it reached the 0 degrees position. The pt reported a sore shoulder, neck and left lower ribs. X-rays were taken.